Event description:
It was reported that one day post implant the atrial lead showed some oversensing on the electrogram. The sensitivity on the lead was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 implantable pacing lead: (B)(6) 2013. (B)(4).